Event description:
Update: product previously reported was incorrect. Plumset no. 11563 caused incident, not no. 11285.

Event description:
An injection site port has fallen off the tubing 3 times resulting in the backing up of blood and loss of blood.